Event description:
Customer reported that the connect of the suspect device listed seems to be bigger than previous product. Customer confirmed that the pt tube was replaced at the hosp and the tube was replaced without incident to the pt.

Manufacturer narrative:
The sample associated to this report is expected to be returned.